Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). H11: the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set could not be closed. It was observed that one of the legs of the integrated clamp had broken. This was identified after use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event; however, the patient received prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: one actual device and one photograph of the sample were provided for evaluation. A visual inspection by the naked eye observed no issues with the actual sample. Functional tests which included leak, clear passage and clamp function tests were performed on the actual sample with no issues noted. The actual sample met specifications. A visual inspection of the photograph revealed a broken occluder leg beneath the twist clamp. The reported condition was not verified on the actual sample however, it was verified by the photograph. The cause of the condition could not be determined, however, potential causes could be if the device was exposed to foreign solvents, dyes, or cleaning agents that could damage the transfer set material or over torquing of the twist sleeve during use. Should additional relevant information become available, a supplemental report will be submitted.